Manufacturer narrative:
Three units were received for evaluation. The units were evaluated to check for any defects. The units were all submersion leak tested and no leaks were identified. A visual evaluation was conducted on all three tubing harnesses and units were missing bag spikes, pumps stops and/or bowl connectors. The evaluation is still in progress, information will be updated once completed.

Event description:
On may 04, 2021 haemonetics was notified of a blad error resulting in blood loss, utilizing a plasma harness set. During the procedure it was reported that excessive bubbling was observed in filter causing excessive air between bowl and donor. There was also a report of red blood cell loss of greater than 200ml. The donor was disconnected immediately and there was no record of patients healths being impacted.